Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that following a permanent implant procedure the patient started to have seizures. Imaging revealed an edema. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the left lead was explanted. The seizures resolved with the explant of the left lead.